Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not turn on. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the hemopro had no non conformities. The jaws showed no signs of clinical usage. There was slight evidence of blood on the device. Resistance measurements were within specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations. Based upon the functional test, the reported complaint "would not turn on" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).